Event description:
The user initially contacted animas alleging that the pump battery life was short. The pump was returned to animas. Evaluation revealed that the lead screw was contaminated past the ball seal. This complaint is being reported based on the evaluation results.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation revealed that the lead screw was contaminated past the ball seal. The pump boots to the 'verify' screen. The pump current draw for idle and sleep screens were observed to be within specifications. Unrelated to the lead screw or power issues, the pump display had a reddish tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.